Event description:
Philips received a report on a fire incident with the magnet of an ingenia elition x mr system.

Manufacturer narrative:
Due to legal and insurance reasons, access to the system was not possible for philips.